Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pod was leaking insulin during the night and the adhesive was wet in the morning. Patient observed high blood glucose levels of 20 mmol/l (360 mg/dl) and when the patient removed the pod, the cannula was found dislodged from the infusion site (abdomen). The pod was worn for between 5 and 24 hours. A new pod was applied and a correction was delivered.